Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the customer had a sound while rewinding on the insulin pump. The customer¿s blood glucose level was unknown at the time of the incident. The customer stated that the past 2 weeks the pump had a strong sound when rewinding. The insulin the pump will be returned for analysis

Manufacturer narrative:
Device passed rewind, seating, basic occlusion test, occlusion test, force sensor test and displacement test. No unexpected motor noise anomalies during rewind or rewind anomalies noted. The motor was tested outside the device and passed.